Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 2000007268. Model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.